Manufacturer narrative:
Addendum (8/2/15) additional information indicated that a retrograde approach was used. The exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. There was no stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The unknown vascular sheath introducer retracted until the hub engaged with the indicator wire cowling, the sheath introducer locked against the handle assembly and an audible click was heard. Hemostasis was successfully achieved with the exoseal. The pulsatile flow did not initially stop and then returned. No symptoms of distal blood flow occlusion were observed. There was an attempt to suction the plug but it failed. Then the plug was dilated with a balloon catheter, however, it remained on the vessel wall. Procedural films are not available. The physician has achieved certification on the use of exoseal. Complaint conclusion: after an interventional procedure and the subsequent use of a 7f exoseal device, the patient reported that his toes felt cold. Two days later, the exoseal plug was confirmed to be below the patient¿s knee. The patient was successfully treated with angioplasty with no further patient injury thereby pushing it against the vessel wall. The event involved a male patient who underwent percutaneous coronary intervention to an unknown lesion with a retrograde femoral approach. The femoral site was reported to be suitable for the use of exoseal via angiography with a vessel diameter of greater than or equal to 5mm and less than 50% stenosis. The sheath introducer had been inserted at an angle of 30-45° and the site did not have any visible calcium or plaque. There was no stent near the puncture site and no evidence of pre-existing hematoma, arteriovenous fistula or pseudoaneurysm at the access site. The target femoral site was not previously closed with any closure device or manual compression in the last 30 days. The packaging and device were inspected prior to use and no visible signs of damage had been noted. The exoseal device was inserted into an unknown sheath introducer without issue until the hub engaged with the cowling. The sheath introducer was locked onto the exoseal handle assembly and an audible click was heard. The physician commented that he depressed the deployment button event though the bleed back from the indicator had not stopped. Hemostasis was successfully achieved with the use of the exoseal device with no symptoms of distal blood flow occlusion. Of note, the physician has been certified in the use of the exoseal device. At some point after the procedure, the patient reported that his toes felt cold. An angiogram performed two days after the index procedure confirmed the intravascular location of the exoseal plug below the patient¿s knee. Initial attempts to remove the plug by aspirating through a guide catheter were unsuccessful. The physician then opted to perform balloon angioplasty thereby successfully pushing the plug into the vessel wall with no further reported patient injury. Procedural films are not available for review. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), users are instructed to observe for pulsatile flow and then slowly retract the exoseal device and sheath introducer with the left hand until pulsatile flow has significantly slowed or stopped from the bleed back indicator. They are further instructed to ensure that their thumb is not placed on the plug deployment button while continuing to retract until the graphic pattern I the indicator window changes to a solid black color indicating that the plug is correctly positioned for deployment. There are possible procedural factors (deploying the plug with continued bleed back) that may have contributed to these events. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Post procedure of deployment of an exoseal plug, it was reported that the patient felt cold on his toe. Two days post procedure, the plug was confirmed by angiogram and it was found below the knee (bk). So the physician tried to suction the plug with using guiding catheter (parent, medikit) but he could not make it. Therefore the physician performed plain old balloon angioplasty (poba), with expanding the plug by using the balloon catheter (jackal, st. Jude medical). The procedure was finished. The exoseal had been used for hemostasis of a percutaneous coronary intervention (pci) to an unknown lesion. An approach was made from femoral artery. At that time the exoseal was used and the plug was placed in puncture site without any problem. However, the physician commented that the deployment button was depressed although the pulsatile flow from bleed back indicator did not stop.

Manufacturer narrative:
Concomitant products: guiding catheter (parent, medikit) and balloon catheter (jackal, st. Jude medical). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.